Event description:
A sensation of warmth was reported at site of pocket after sleeping. The warmth was reported as intensified after recharging. There were no reports of fall, trauma, or intermittent stimulation. Pt was advised to turn stimulation off for a night to determine if symptoms persisted. Pt was also advised to put something between skin and the insr during recharging. Weather change may be a contributing factor to reports. Revision was performed as pt was not getting the results expected in her back. It was reported that the device was revised and pt was doing well.

Manufacturer narrative:
(B)(4).